Event description:
It was reported that the patient experienced dizziness when there was oversensing on the right ventricular lead. The lead recently had a polarity switch and oversensing was noted in unipolar. Impedances were noted to be higher in unipolar than bipolar, and an insulation issue was suspected. The sensing was appropriate after being programmed to bipolar. Pacing was left unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.